Event description:
Could not walk [unable to walk] left leg: severe pain [leg pain] ([condition aggravated]) case narrative: initial information received on 30-oct-2018 from united states via health authority (FDA: mw5080436) regarding an unsolicited valid serious case received from health professional. This case involves adult patient who experienced could not walk and left leg severe pain, while he/she was treated with with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). Patient used zimmer. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included levothyroxine (levothyroxine), montelukast sodium (singulair), procaterol hydrochloride (pro-air), fluticasone propionate (flovent), raloxifene hydrochloride (evista), tamsulosin hydrochloride (flomax), diazepam (valium), ascorbic acid, calcium, minerals nos, retinol, tocopheryl acetate, vitamin b nos, vitamins nos, zinc (centrum silver), calcium carbonate, colecalciferol, cupric oxide, magnesium oxide, manganese sulfate, sodium borate, zinc oxide (calcium 600 + d3 plus minerals); tocopherol (vitamin e), fish oil (fish oil), biotin (biotin), biotin (hair, skin & nails), magnesium (magnesium), bioflavonoids, calcium ascorbate, malpighia glabra fruit, rosa canina, rutoside (ester c plus), selenium (selenium), ascorbic acid, calcium phosphate, lactobacillus nos, vaccinium macrocarpon (azo cranberry) and glucosamine, methylsulfonylmethane (glucosamine & msm). On an unknown date in 2018, the patient started using synvisc injection dosage unknown via intraarticular route (lot - unk) for arthritis knee. On the same day, patient could not walk. Patient's left leg had severe pain. It was very painful. Patient used zimmer but changed to synvisc and felt horrendous pain for 5-6 months. Final diagnosis was left leg severe pain and could not walk. Corrective treatment: gel shot was used. Outcome: unknown for both events. Seriousness criteria: medically significant for both the events. A product technical complaint was initiated on (B)(6) 2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 02-nov-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Upon internal review on 09-jan-2019 with the clock start date of 02-nov-2018 the malfunction field incorrectly captured as 'yes' was removed.

Event description:
Could not walk [unable to walk], left leg: severe pain [leg pain] ([condition aggravated]). Case narrative: initial information received on 30-oct-2018 from united states via health authority (FDA: mw5080436) regarding an unsolicited valid serious case received from health professional. This case involves adult patient who experienced could not walk and left leg severe pain, while he/she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown). Patient used zimmer. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included levothyroxine (levothyroxine), montelukast sodium (singulair), procaterol hydrochloride (pro-air), fluticasone propionate (flovent), raloxifene hydrochloride (evista), tamsulosin hydrochloride (flomax), diazepam (valium), ascorbic acid, calcium, minerals nos, retinol, tocopheryl acetate, vitamin b nos, vitamins nos, zinc (centrum silver), calcium carbonate, cholecalciferol, cupric oxide, magnesium oxide, manganese sulfate, sodium borate, zinc oxide (calcium 600 + d3 plus minerals); tocopherol (vitamin e), fish oil (fish oil), biotin (biotin), biotin (hair, skin & nails), magnesium (magnesium), bioflavonoids, calcium ascorbate, malpighia glabra fruit, rosa canina, rutoside (ester c plus), selenium (selenium), ascorbic acid, calcium phosphate, lactobacillus nos, vaccinium macrocarpon (azo cranberry) and glucosamine, methylsulfonylmethane (glucosamine & msm). On an unknown date in 2018, the patient started using synvisc injection dosage unknown via intraarticular route (lot - unk) for arthritis knee. On the same day, patient could not walk. Patient's left leg had severe pain. It was very painful. Patient used zimmer but changed to synvisc and felt horrendous pain for 5-6 months. Final diagnosis was left leg severe pain and could not walk. Corrective treatment: gel shot was used. Outcome: unknown for both events. Seriousness criteria: medically significant for both the events. A product technical complaint was initiated on 02-nov-2018 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 02-nov-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.